Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breasts prostheses that both ruptured after implantation. Patient went to the doctor saying she was feeling pain in both breasts. An MRI was performed that showed the bilateral rupture of the breast prostheses. In addition, the MRI showed silicone granuloma masses in both axillary regions and in the lower quadrant of the breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient will undergo bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).